Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the device was not sensing stimulation. There was no known patient impact.

Manufacturer narrative:
Product analysis: analysis found that the customer's complaint could not be duplicated. Unit came in with a torn spare fuse label and missing o-rings. Disassembled, cleaned, replaced spare fuse label. Installed o-rings. Replaced worn wave washer. Reassembled and tested in accordance with manufacturing specifications. If information is provided in the future, a supplemental report will be issued.